Manufacturer narrative:
It was reported that patient underwent a tah/bso on (B)(6) 2008 due to persistent and recurrent cervical dysplasia. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted into the patient. It was also reported that the patient had mentor obtape implanted on (B)(6) 2005. No other clarifying information provided. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, dyspareunia, erosion, recurrence and urinary problems. It was reported that patient underwent mesh removal on (B)(6) 2004 (mentor ob tape) due to erosion, recurrence and dyspareunia.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient had mentor obtape implanted on (B)(6) 2005. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.